Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were more difficult to press and had to press multiple times. The customer's blood glucose level was unknown at the time of the incident. The insulin pump rejected new batteries and the rewind process took a bit longer. The customer also mentioned that the reservoir compartment, chipped reservoir and leaves the plastic residue in the compartment. The device will not be returned for analysis.